Event description:
The customer reported that insulin was squirting out during the manual prime. Troubleshooting was performed. The customer stated that the insulin did not exit earlier than expected, and the insulin was not dripping after the motor stopped. The customer changed the infusion set/reservoir, and the numbers did not ramp or the insulin did not drip out after the motor stops. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. The insulin pump had a missing end cap sticker. Further testing could not be performed due to the prime anomaly.